Manufacturer narrative:
B2: other - procedure was modified due to device issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding an event which occurred during an unknown spinal procedure in a patient diagnosed with cervical stenosis. It was reported that while trying to implant this cage and expanding it to the proper height it was attempted to provisionally tighten it to take an x-ray to check placement and it would not stay expanded and it collapsed. When the implant was checked on the inserter and all felt and looked good. So it was tried again and the same thing happened. So assuming either the set screw or the cage itself was bad. The 2nd attempt did not work work so strut graft was used instead. There was no patient symptom reported. There were no further complications reported regarding the event.